Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the gasket was torn on both trocars. Pneumo leaked and the trocars were replaced with new trocars. There was no pt consequence to the pt.